Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for stopper damaged/disfigured on lot # 0314293. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 0314293. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customers indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. On 22nd jun 2021, (B)(4) received a complaint, from material 328289, batch: 0314293 . (1) loose 1ml 31ga x 6mm was received. The sample was decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the syringe found the stopper smeared next to the tip of the plunger inside the barrel. The stopper and plunger were able to be removed and there was evidence of sufficient silicone inside the barrel. Process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (cannulated and shielded barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. There were no quality notifications or l2l dispatches during the production of this batch that pertained to this issue. A root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine" needle experienced a deformed stopper. The following information was provided by the initial reporter: material no: 328289, batch no: 0314293. Consumer reported found the stopper to be deformed on one syringe from this box.